Event description:
During an unrelated procedure, a loss of capture and an increase in the pacing impedance were observed on the left ventricular (lv) lead. The lv lead was capped and replaced to resolve the event. The patient was stable and will continue to be monitored.